Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 246 mg/dl. The customer states that he is unable to get the quick release to turn, so that he can take it off his body. The customer is unable to change the cannula because he is in the hospital. No significant events leading to the alarm were observed. Advised customer to changed their infusion set. The customer is hospitalized for reasons not related to diabetes. The customer had a blood clot on his spin and is paralyzed from the waist down. Nothing further reported.